Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information in align with the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a collection procedure, they received an alarm and noticed the volume of the collection bag did not correspond to the expected volume displayed on the spectra optia machine on two occasions. Per the customer, the collected product was discarded. Due to EU personal data protection laws, the patient information is not available from the customer. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
(B)(4). Investigation: the initial complaint submission indicated 2 occurrences. The customer later confirmed that it was 1 incident. The physician provided the clinical run sheet for the collection. The run sheet indicated that the volume collected as 71 ml, which calculated with the patient's tbv of 3606ml shows a fluid balance of (B)(6) of tbv. Also, the physician indicated that there was an occlusion in the collect tube. Root cause: the serial number was unavailable to do an rdf analysis. The run sheets submitted by the customer indicate that there was an occlusion in the collect line with only 71mls of product collected. According to the part evaluation, no disposable defect was identified. A conclusive root cause for the low mnc volume was not identified. Possible causes for under collection include but are not limited to improper loading of the disposable set causing an occlusion in the tubing set, clumping during the procedure causing an occlusion, or an air block during the procedure.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). Investigation: one spectra optia disposable set contained with blood was returned for investigation. No product was observed in the collection bag. Upon visual inspection the set was confirmed to have been assembled correctly. Flow to the collect bag was confirmed. No disposable defects were identified. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Investigation is in process. A follow-up report will be provided.

Event description:
The patient's gender and weight were obtained from the clinical sheet.